Event description:
It was reported during recon plate surgery, the surgeon used the cortical screws. However, because the number of cortical screw had become insufficient, the surgeon used cancellous screw for a substitute. The surgeon tried to insert the cancellous screw into the ulna, then the screw head of the cancellous screw broke and the surgeon could not remove the screw shaft (about 13 mm). The surgeon is planning revision surgery.

Manufacturer narrative:
Add'l info has been requested and if rec'd, will be reported on supplemental report.